Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 413mg/dl and 478mg/dl. Customer also reported that they receive a no delivery alarm. Troubleshooting occured. It was found that the reservoir had a tiny air bubble. It also reported that when the customer put the reservoir back in the pump, a piece of tubing connector broke off and the reservoir has something white on the bottom of it. Customer's blood glucose level at the time of troubleshooting 348mg/dl. Customer started feeling dizzy during troubleshooting. Advised insulin pump would be replaced. No additional information was provided.